Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).